Event description:
It was reported that during a lap appendectomy procedure, when the trocar was placed into the abdomen, the safety did not deploy. The surgeon noticed it right away, removed the trocar and got a new to complete the procedure. There was no pt impact.

Manufacturer narrative:
Date sent: 11/18/2008. Info is unavailable; device was not returned for eval.